Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a CABG procedure. Post procedure, impedance measurements were noted to be out of range with loss of capture. P-waves were acceptable with appropriate sensing noted. It was reported the lead was damaged during the CABG procedure. The patient does not pace in the atrium. At this time, no further actions are planned. No adverse patient effects were reported.